Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred. Pericardial effusion was observed on echocardiography. Drainage was performed due to pericardial effusion. No abnormalities observed prior to use nor during use of the product. The doctor's opinion on the relationship between this event and the product was stated as none. Additional information was received on 18-feb-2025. Timing was two hours after the use of the qdot micro catheter. The patient¿s blood pressure decreased. Upon comparing with right ventricle (rv) imaging, perforation of the right ventricular outflow tract (rvot) septum was suspected due to the qdot micro catheter having penetrated. Pericardial drainage was performed. Since vital signs stabilized and no premature ventricular contraction (pvc) were induced, the procedure was completed. Additional information was received on 25-feb-2025. Patient improved. Prior to noting the cardiac tamponade, ablation was performed. No perforation was confirmed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 29-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31440438l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).